Manufacturer narrative:
(B)(6) follow up MDR for device evaluation: one sample was returned to our quality team for investigation. Upon evaluation, we observed leakage between the vial and the protector, verifying the reported concern. Further inspection revealed that the needle on the protector had penetrated the metal cap around the stopper. This caused the cannula to shift upward, which perforated the membrane and led to leakage between the vial and the protector. Products undergo detailed visual and functional inspections throughout the manufacturing process to ensure both quality and performance. As the lot involved in this incident is unknown, a device history review cannot be performed. Based on the investigation, it was determined that the protector was not properly aligned during attachment to the vial. The m12 assembly fixture must be used in a slow and consistent motion, ensuring the needle is properly centered before connection. Complaints received for this device and reported condition will continue to be monitored by our quality team.

Event description:
No additional information.

Manufacturer narrative:
H11 -a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported leakage. Event details: leakage between protector and vial. When preparing keytruda, customer noticed that the amount collected was less than usual and found that it had leaked out from the side. Is the protector assembled manually or using the m12 assembly fixture? We are using m12. Is the lot information available? The lot number is unknown.